Event description:
Pt developed "fluttering" in chest. Saw md next day for routine visit. Unable to access port. Sent to radiology for dye studies which revealed device had fractured. Part of device removed by radiology, and remainder surgically removed. Pt developed v. Tach during extraction procedure in radiology.